Manufacturer narrative:
Field technicians stated issue of display flickering was confirmed. The ribbon cable connecting the lcd with the logic board was damaged. On 04-nov-2024, pcu device was received unboxed and with paperwork. External investigation confirmed the reported problem when the unit was powered on. Internal investigation confirmed a broken connector on the ribbon cable. Device to be returned to san diego repair center for normal processing. Recommend bd san diego repair center to replace the lcd ribbon cable. Failure investigation report attached to qn in sap. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had flickering display. There was no patient involvement.